Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and no delivery alarm. Customer's blood glucose level was 32 mg/dl. Troubleshooting was performed. Customer advised they had multiple no delivery alarms which resulted in receiving more insulin than needed. The insulin pump will not be returned for analysis.